Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2016-00041: plate, MDR 3025141-2016-00042: screw 1, MDR 3025141-2016-00043: screw 2, MDR 3025141-2016-00044: screw 3, MDR 3025141-2016-00045: screw 4, MDR 3025141-2016-00046: screw 5, MDR 3025141-2016-00047: screw 6, MDR 3025141-2016-00048: screw 7, MDR 3025141-2016-00050: screw 9, MDR 3025141-2016-00051: screw 10, MDR 3025141-2016-00052: screw 11.

Event description:
An olecranon plate was implanted and subsequently broke post operatively. Plate and eleven screws will be removed at a future date.